Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.